Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter read inaccurately erratic. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The patient tests his blood glucose 4x daily and his results usually read around "100-220 mg/dl." The patient manages his diabetes with insulin pump therapy. The alleged issue began on the evening of (B)(6) 2013. The patient reported blood glucose results of "98, 68 and 49 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. After obtaining the reported result of "68 mg/dl," the patient contacted his health care professional (hcp) by phone and was advised to "eat something." Afterwards, the patient retested and obtained the result of "49 mg/dl." Shortly after that, the patient claims he felt symptoms of shaky and sweaty. The patient ate candy and drank a soda as treatment. About 30 minutes later, the patient reportedly felt better and obtained a blood glucose result of "140 mg/dl" with the subject meter. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s symptoms and treatment correlated with the reported lfs meter result. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.